Event description:
The customer stated that he performed several control tests and received a result of 172 mg/dl. Then normal control range was 95-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.